Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified there are indentations on the lip of the device. The locking feature of the device has been deformed. It is unknown if the damage occurred prior or during assembly attempts. Complaint confirmed based on evaluation of returned product. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 010000663 g7 pps ltd acet shell 52e lot number 7440610. The product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the liner would not seat in the cup during the procedure. The procedure was completed using another liner which went right in. There is no additional information available at the time of this report.